Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 2 patient whole blood samples on a cobas 8000 cobas c 502 module. The doctor questioned the initial results which prompted the customer to repeat the samples. On (B)(6) 2025, sample 1 had an initial result of 12.2%. The sample was repeated on another analyzer and the result was 4.6%. On (B)(6) 2025, sample 2 had an initial result of 11.6%. The sample was repeated on another analyzer and the result was 4.7%. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 80515001 and the expiration date is 31-mar-2026. Calibration was last performed on (B)(6) 2025. The qc recovery data provided was acceptable. The alarm trace showed an abnormal aspiration alarm. The field service engineer (fse) found torn rinse head tubing that caused cuvette carry-over. The fse replaced the tubing and the syringe mechanism and adjusted the fluidics. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.